Event description:
It was reported that the patient experienced a loss of therapeutic effect following a fall on (B)(6) 2012. The patient had reportedly slipped and fell ¿right on the spinal cord stimulation system.¿ the reporter stated that a manufacturing representative had ¿run the test¿ and found that the device had malfunctioned and a replacement was needed. It was noted that the patient had not wanted to have the surgery at the time.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v084570, implanted: (B)(6) 2008, product type: lead. (B)(4).